Event description:
The dentist reported that after 15 days that two implants com titamax implant 3.75x7 (109.684) were installed, it was verified their non-osseointegration. One was placed in intraoral region #7 and the other one in site #10. Pt presented low bone quality at surgery time. The two implants are not from the same batch, one is lot #8001188172 and the other one lot #800125920, manufactured date: 04/2014: exp, date: 03/28/2019).